Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer's husband reported on behalf of his wife who received unspecified sensor scan results and according to the sensor she was "fine", however she was found unconscious after an hour. A reading of 17 mg/dl was obtained on an unspecified meter and was taken to the hospital where she was treated with 25 gms of glucose via IV. Additionally a lab reading of 97 mg/dl was reported (unknown date and time). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer's husband reported on behalf of his wife who received unspecified sensor scan results and according to the sensor she was "fine", however she was found unconscious after an hour. A reading of 17 mg/dl was obtained on an unspecified meter and was taken to the hospital where she was treated with 25 gms of glucose via IV. Additionally a lab reading of 97 mg/dl was reported (unknown date and time). There was no report of death or permanent impairment associated with this event.